Event description:
Using 3 different sets of pads all gave an error to the defib machine and would not shock patient, ended up using paddles in order to deliver shock. Diagnosis or reason for use: to deliver shock to patient. Event abated after use stopped or dose reduced, yes.